Manufacturer narrative:
The returned device was evaluated and the received device had the cannula assembly fully deployed. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was bent. It could not be determined when this damage occurred. Pulse-width timeouts were observed in the data. The pod was connected to a master pdm and a 5u test bolus was delivered without issues. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient was wearing a pod for 24 hours their blood glucose level had rose to over 300 mg/dl.. In addition it was reported that the pod was leaking during wear. As treatment, the patient was given 2 insulin corrections and applied a new pod.